Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
The doctor reports that a sinus perforation occurred after the first stage of the implant placement and the implant was removed. Procedure not completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xifnt3210, (osseotite tapered certain implant 3.25 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use and slight wear, however, no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 2023040775. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023040775 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : non integration : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.